Event description:
It was reported that an ilet user experienced loss of dexcom g7 cgm signal to the ilet while dexcom readings continued on the dexcom app, and customer care guided the user to toggle the dexcom g6/g7 setting and restart the ilet, with instruction to allow time for pairing. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued monitoring while awaiting reconnection. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed successful completion of basic pairing steps with no evidence of device malfunction beyond communication loss between the cgm and ilet. It was concluded that the event was consistent with a communication or pairing issue, with no patient harm.